Event description:
Pt reported developing blisters after laser genesis treatment. The pt did not report the blisters to the user facility for 1 month after the treatment. The pt presented with a "wound infection" when evaluated by the use facility 1 month after the treatment.

Manufacturer narrative:
The laser did not malfunction. The preventive maintenance has been performed on the laser system. The system was found to meet specifications. The user facility stated that pt had been instructed to contact them if there is any adverse event to the treatment provided for 1 month. The pt presented to the md for eval and was diagnosed with "wound infection". Pt had 8 previous treatments with no reported issues. Pt reported that "after the 9th treatment" she "developed blisters around the naval that got an infection."